Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the implanted pacemaker was sensing the minute ventilation (mv) feature signal on the atrial channel, which led to inappropriate mode switching to atrial tachy response. The atrial sensitivity was adjusted from automatic gain control at 0.2 mv to a fixed sensitivity of 0.25 mv and the mv vector was changed to the ventricle only. It was also noted that the atrial pace impedance was slowly trending upward; however, it was still well within normal limits. It was planned to continue to monitor the situation. The pacemaker remains in service and no adverse patient effects were reported.